Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to fields (b3, d8-dl24267023-1). The device was evaluated by olympus, and the reported event could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the details of the black specs were unknown, olympus could not judge whether the specs fell off the device. It is likely that the reported event occurred due to insufficiently performed inspection prior to use. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: - 3.3 inspection of the endoscope. "Inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking. Also, inspect the bending section cover for bulges, swelling, scratches and holes." - chapter 5 troubleshooting: "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. "If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported that during the procedure the user suctioned and saw the black debris in a specimen trap.

Event description:
It was reported, during the beginning of the bronchoscopy case, there was a failed leak test on the bronchovideoscope and black specs were seen in the patient's airway. It is unknown what the foreign material is. There was no procedural delay as a result of the issue. The scope was switched out at the beginning of the case and a different scope was used to complete the procedure successfully. There was no clinical impact as a result of the issue. The scope was cleaned and disinfected, however it was not sterilized. There were no abnormalities in the accessories used for reprocessing. The olympus instructions for use (IFU) is followed for reprocessing. The air/water nozzle/channel was flushed with detergent solution per the olympus reprocessing IFU. There are no concerns about reprocessing from the customer. During precleaning the customer aspirated enzymatic cleaner and air through the biopsy and suction channel.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.